Event description:
On five cataract extraction and lens implant cases, all patients suffered clouded corneas and corneal edema. There were no apparent malfunctions of the unit or the handpieces used. To date, there have been no patient injuries.